Event description:
Reportable based on analysis completed on (B)(6), 2010. It was reported that during a peripheral stenting treatment procedure that the stent delivery system adhered to the guide wire. The lesion location and lesion characteristics are unknown. As the physician advanced 20cm of the 7.0mm x 30mm x 75cm express ld iliac/biliary premounted stent system over the amplatz super stiff guide wire, the express ld became stuck on the amplatz guide wire. The physician cut the guide wire to remove the express ld stent delivery system from the wire. This event occurred outside of the patient. The physician selected another express ld stent system and used the same amplatz guide wire to complete the procedure. No patient complications were reported. Device analysis revealed a shaft fracture.

Manufacturer narrative:
Age at time of event: 18 years or older. Device evaluated by manufacturer: the device was returned in two sections as result of a break in the lapweld area. No traces of blood were visible on the device. The distal section measuring 50mm in length contained the balloon, stent and the tip and was returned on a 0.035 guidewire that measured 73mm in length which had been cut. A visual and tactile examination of the device revealed that 285mm of the shaft proximal to the break was severely stretched and kinked. The shaft near the fracture site had stretched 3mm in length. The distal end of the balloon was bunched up and no stent damage was noted. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical / procedural factors. (B)(4).